Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity drug-eluting stent was implanted in a patient. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion was in the mid rca and had moderate tortuosity, moderate calcification and 90% stenosis. There was no resistance advancing the device and no excessive force used during delivery. It was noted that the device had been implanted 4 days past its use by date. There were no patient complications.